Event description:
It was reported that during a laparoscopic esophagectomy, the device loading the gold cartridge was locked out at the first stroke of the second firing when it was used on the esophagus. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned with the shrouds opened and with a reload loaded in the device. The reload was received fully loaded with staples. The device was noted to have the firing mechanism damaged. No functional test could be performed; however, the returned reload was tested for functionality with a test device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became loose and shrouds open; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).